Event description:
The patient was undergoing surgery to replace her ipg due to normal battery depletion. It was planned to use the existing lead and connect it to the new ipg. When the physician attempted to insert the lead into the new ipg, it would not go in all the way. When trying to remove the lead from the ipg, it broke and a portion remained in the ipg. A new lead and another ipg were implanted. No surgical complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete, and/or when additional information is received from the hcp.